Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09082. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise and the atrial lead exhibited noise oversensing causing inappropriate mode switch. Intervention was not performed. The patient experienced no consequences and will continue to be monitored.

Event description:
New information noted that the right ventricular - rv and atrial lead were fractured. The rv and atrial leads were capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.